Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2010. (B)(4).

Event description:
It was reported that during implant, there was a tight fit at the patient¿s clavicle and first rib so the physician though a longer lead would be easier to place but the lead was not able to be successfully positioned so the lead was removed and a shorter length lead was attempted. The second lead also had difficulty being placed. The lead had to be cut to maintain access and the lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.